Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "the white label is not placed fully on the needles, which causes it to come loose."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-06-17. H6: investigation summary: bd received 15 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for label peeling was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for label peeling with the incident lot was observed in 12 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode label peeling. Bd determined that the root cause of the label peel off is due to a misalignment at the labeler machine, which resulted in ¿label lift off¿ of the white unit label on the device. In review of complaint history data, this is believed to be an isolated incident and not representative of overall batch quality. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "the white label is not placed fully on the needles, which causes it to come loose."